Manufacturer narrative:
The following other devices were also listed in this report: triathlon cr fem comp #4 l-cem; cat# 5510-f-401; lot# s9jsm. Tri ts baseplate size 5; cat# 5521-b-500; lot# grky. Tri press-fit stem 13mm x 100mm; cat# 5565-s-013; lot# m7c14al. Simplex p speedset full dose 1 pack; cat# 6192-1-001; lot# dht002. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient's left knee was revised due to infection.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed. Method and results: a photograph of the explanted device was provided. The component is damaged on the underside and around the anterior face, most likely as a result of the explantation process. There is nothing else of note visible in the images provided. Clinician review of this case indicated as such, this pi case is caused by an adverse mix of patient-related and procedure-related factors. There are no device-related factors evident in this case while more in general, device-related factors never play a role in infections. Infection is primarily a procedure-related complication with sometimes additional patient-related risk factors about which there is little info for the current case beyond the reported obesity. This pi case is not device-related. The DHR review indicated all devices accepted into final stock met specifications. There have been no other events for the lot or sterile lot referenced. Conclusions: based on clinician review of this case this pi case is most likely caused by an adverse mix of patient-related and procedure-related factors. There are no device-related factors evident in this case while more in general, device-related factors never play a role in infections. Infection is primarily a procedure-related complication with sometimes additional patient-related risk factors about which there is little info for the current case beyond the reported obesity. Further information such as follow up notes and pathology reports are needed to complete the investigation to determine a definitive root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient's left knee was revised due to infection.